Event description:
The hcp reported the patient had been experiencing a recent increase in pain, a new or different sensory complaint at the l3/l4 level, left greater than right, and new or increased weakness in the left leg. An MRI showed no pathological areas of enhancement. The patient was referred to a spine surgeon.